Event description:
The customer contacted baxter's service center regarding a leak which occurred on the homechoice (hc) during drain 2. The home patient (hp) stated that he fell asleep and his transfer set became disconnected from the patient line. The hp stated that all of the fluid drained onto the bed. The hc was not alarming. The hp reconnected to the machine and wanted to bypass into fill. The technical service representative (tsr) assisted the hp with ending therapy and putting a new mini cap on the transfer set. The hp would call his registered nurse in the morning. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) spoke with the home patient on (B)(4) /2012. He stated that he did not know why the line had disconnected, but thought that it might have been due to him moving around a lot in his sleep. He did not notice anything unusual about the supplies. There were no samples available, and he did not recall the lot. He stated that when the solution leaked, some of it did get on him as it leaked into his bed. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.